Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for her high risk pregnancy, an obstruction in the umbilical cord. The customer's mother stated that the steroids used to clear the obstruction led to the customer having high blood glucose levels up to 460 mg/dl. The customer's doctor has stated that the insulin pump was not the cause of the event. Nothing further was reported.